Event description:
Bgstar reading was 74 mg/dl compared to glucocard reading of 28 mg/dl. Customer experienced hypoglycemia and the pt had to be assisted by emergency. Pt was treated with oral glucose at the hospital.

Manufacturer narrative:
Meter was not returned for eval.